Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited high unipolar impedance. It was further reported that the device clock was incorrect. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.